Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records or images were not provided for clinical assessment; however, the procedure planning form was provided and indicated anterior, posterior angulation of common iliacs. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause for the endoleak may be related to the patient vessel anatomy and disease progression.

Event description:
It was reported that approximately 14 months post-implant of a bifurcated device, two suprarenal extensions and a limb extension, the patient presented with a persistent endoleak in the right common iliac artery. Reportedly, the physician coiled the right hypogastric and implanted limb extensions in the right to resolve the endoleak. The right iliac was tortuous and required three limb extensions to achieve good seal. It was indicated that the right common iliac showed disease progression and increased arterial diameter, which led to the distal endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.